Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pain in the chest area that goes down her arm, neck pain, tingling sensation in their arms, headaches, back pain, right shoulder pain, and paraesthesia in the upper and lower extremities. Due to the pain, it was also reported that the patient was experiencing sleep disturbances. Device diagnostics were performed and reported to be normal limits. Per the physician's assessment, the cause of the events is due to the surgeon nicking the nerve during surgery. The patient was referred for surgery due to the pain. No additional relevant information has been received to date. No surgical intervention is know to have occurred to date.

Event description:
It was reported that the patient's pain was unrelated to vns and due to a pinched nerve between c4 and c5.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not list all adverse events. Event problem cds (refer to coding manual), corrected data: initial report inadvertently did not list all adverse events.

Event description:
It was reported that the patient also had blurry vision and nausea due to the headaches. The device was reported to be disabled for a two week period. During this time, there was no change in the patient's pain. The device was subsequently turned back on with no change in the patient's pain. The physician reviewed a previously performed emg and noted neuropathy and disc issues that could cause a pinched nerve and these conditions. Impedance and battery were reported as good.

Manufacturer narrative:
(B)(4).